Manufacturer narrative:
UDI for gore® excluder® iliac branch endoprosthesis ceb231010 / (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with involvement of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. After having deployed the gore® excluder® internal iliac component (B)(4) in the intended location, resistance was felt during the retraction of the (B)(4) device catheter due to a suspected wire wrap. Subsequently, it was noted that the leading olive had separated and had completely come off the guidewire. Reportedly, the leading olive came to rest in the aneurysm sac and was the left in the patient during the deployment of the gore® excluder® trunk-ipsilateral leg component between the aortic wall and the trunk-ipsilateral leg endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
Device available for evaluation? - changed to "no". The gore® excluder® iliac branch endoprosthesis ceb231010 / 16436741 was not returned. Changed to "not returned to manufacturer".